Event description:
It was reported during a hysterectomy therapeutic procedure, with the functional setting of seal & cut mode 3, the end of ptfe pad separated from the upper jaw. The detached portion was found not totally separated from the upper -jaw and did not fall into the patient body. The device was replaced. The intended procedure was completed with the same set of equipment. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. The subject product name was tb-0535fcs. The lot no. Was 21k, supplemental information 19. Based on the service business center olympus korea (sbc okr) device evaluation, it was confirmed that the tissue pad was worn out and peeled off. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Process inspection slip, quality inspection slip, non-conforming product processing table. Review of the instruction for use (IFU) the following descriptions related to this event were found. The device's instruction manual provides the following warnings which may help / prevent the issue: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following. The tissue pad was worn away due to no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away.. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. Olympus will continue to monitor the performance of this device.